Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.51 v and charge time of 16.4 seconds on may 26, 2006. A shock was delivered to the patient on july 10, 2006 and the charge time was noted to be 28.7 seconds. The device was found to be at end-of-life (eol). There is concern that the battery depleted quicker than expected. No adverse patient effects were reported.